Event description:
On (B)(6) 2012, father reported via e-mail the pt experienced a 1-2 inch "hard as rock bump" at his infusion site. The bump occurred suddenly on (B)(6) 2012. Pt went to a general practitioner on (B)(6) 2012. He was treated with ceftin and vicodin and was told the issue at his infusion site was an "endo thing". Pt experienced chills, pain in his back and at his infusion site, fatigue, and was unable to lift anything over 15 lbs without experiencing extreme pain. Pt's temperature was 97.3. Follow-up was completed with father on (B)(6) 2012. The infusion set was inserted after showering on (B)(6) 2012. Pt was not sure if he used an IV prep wipe prior to insertion. Father reported the pt went to an urgent care clinic on (B)(6) 2012 and was told the infection was healing and did not require further treatment. Pt reported the infusion site still hurt, but was getting better. Pt changed to injection therapy and will remain on that for approximately 1 month to allow his site to heal. The infusion set was discarded and will not be returned for evaluation.